Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Connection issues associated with the ventricular channel during the implantation procedure. Reportedly, the set-screw was tightened, but clicking of the screwdriver was not obtained; in addition, the physician was not able to unscrew the ventricular setscrew. Normal electrical measurements were recorded, and the lead was well connected, so the physician decided to implant the subject device.